Event description:
The customer generated false negative alinity I syphilis tp result on a 66 year old male patient. Alinity I syphilis tp negative result of 0.86, 0.85 s/co, but industrial scientific positive of 8.66, 10.28 s/co (reference range <1 s/co). Additional testing was tppa weak positive. Industrial scientific positive result was reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information, no additional information was provided. This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-21/-31, and 510k/PMA/bla of k153730. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 70089be00, which contains the same bulk material as lot 70089be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 70089be01 was identified.

Event description:
The customer generated false negative alinity I syphilis tp result on a 66-year-old male patient. Alinity I syphilis tp negative result of 0.86, 0.85 s/co, but industrial scientific positive of 8.66, 10.28 s/co (reference range <1 s/co). Additional testing was tppa weak positive. Industrial scientific positive result was reported out of the lab. No impact to patient management was reported.